Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 13 / page 182. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops. Living with diabetes. Chapter 13 / page 172-173. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods. A vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins. Cleared for use in the omnipod dash¿ system). Syringes or pens for injecting insulin. Blood glucose test strips. Blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 176).

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and high blood glucose levels. The patient reports his pdm is not charging and will not turn on. Symptoms reported include high blood glucose levels over 250 mg/dl while wearing the pod and dehydration. The patient was treated with intravenous insulin and fluids. As a result of the event the patient now provides 8 units of insulin during a meal with a sliding scale.